Manufacturer narrative:
Initial reporter phone: (B)(6). The device will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal tip of a brite tip sheath became frayed when attempting to insert the device into a calcified puncture site. Another sheath was used to complete the procedure. There was no reported patient injury and the device will not be returned for analysis. The patient was a (B)(6)-year-old male. The target lesion was the superficial femoral artery. The lesion was not calcified and tortuous. The rate of stenosis was unknown. An antegrade approach was attempted to make with a brite tip sheath at an unknown access site. The tortuosity and stenosis rate of the access site was unknown. There were no anomalies noted when the device was removed from the packaging or during prep. However, its distal tip was frayed with heavily calcified at the puncture site. It is unknown if there was difficulty experienced or if excessive torquing and force was used when the brite tip sheath was inserted into patient. It is unknown if there was difficulty obtaining access into the access site with the puncture needle, or if there was difficulty advancing the mini-guidewire. It is unknown if the mini-guidewire was kinked/bent or reshaped in any way prior to insertion into access site. The brite tip sheath was changed to another new unknown sheath. The procedure was finished successfully. There was no reported patient injury. The product was clinically used.

Manufacturer narrative:
Complaint conclusion: as reported, the distal tip of a brite tip sheath became frayed when attempting to insert the device into a calcified puncture site. Another sheath was used to complete the procedure. There was no reported patient injury and the device will not be returned for analysis. The patient was a (B)(6) male. The target lesion was the superficial femoral artery. The lesion was not calcified and tortuous. The rate of stenosis was unknown. An antegrade approach was attempted to make with a brite tip sheath at an unknown access site. The tortuosity and stenosis rate of the access site was unknown. There were no anomalies noted when the device was removed from the packaging or during prep. However, its distal tip was frayed with heavily calcification at the puncture site. It is unknown if there was difficulty experienced or if excessive torquing and force was used when the brite tip sheath was inserted into patient. It is unknown if there was difficulty obtaining access into the access site with the puncture needle, or if there was difficulty advancing the mini-guidewire. It is unknown if the mini-guidewire was kinked/bent or reshaped in any way prior to insertion into access site. The brite tip sheath was changed to another new unknown sheath. The procedure was finished successfully. There was no reported patient injury. The product was clinically used. The product was not returned for analysis. Review of lot 17382070 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient or procedural factors, such as the report of heavy calcification at the access site, may have contributed to the reported event. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi. Without the return of the device for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.